Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump was powered on and the display screen appeared dim and discolored. Additionally, the up arrow keypad button was intermittently unresponsive. The keypad cover was removed, and contamination was found under the contrast and up arrow key contacts. Unrelated to these issues, the keypad cover was torn at the down arrow button. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display failure, a keypad button response issue, and contamination under keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2014.